Event description:
Same case as manufacturer's report #6000093-2006-01613 tap. It was reported that 218 days after implantation of a 2.5x24mm and a 2.75x28mm taxus express2 drug eluting stent, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the distal and proximal posterior descending artery (pda). Pre-intervention stenoses of 95% in the pda and "before the bifurcation" were reported. The lesions were predilated. The balloon size was not reported. A 2.5x24mm taxus stent was deployed at 13 atm in the region of the lesion. The stent was then overlapped with a 2.75x28mm taxus stent. A post intervention residual stenosis percentage was not reported. An "excellent angiographic result" was noted. The patient received plavix prior and angiomax during the procedure. Complications were reported as "none." The patient presented 218 days after the initial procedure with angina and "severe focal" in-stent restenosis in the proximal pda. Percutaneous transluminal coronary angioplasty (ptca) was performed on the lesion with a 3.0x9mm quantum maverick balloon. A post intervention residual stenosis of less than 20% was reported. The patient received plavix and aspirin prior, heparin during, and plavix and aspirin after the procedure.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and delivery device will not be returned for evaluation; therefore, a failure analysis is not avalable, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch #8035183 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available, a supplemental medwatch report will be filed.